Event description:
It was reported that cadd- pump kit, cadd -ms3 had system fault, during testing. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). A manufacturing device history review was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device. A product sample was received or evaluation. Visual and functional testing were performed. Visual inspection found no labels were removed and there was no physical damage. During functional testing, the customer's reported problem was duplicated, error code 112 indicated during power up. The root cause of the reported issue was found to be a system fault loose drive rod and lead screw. The drive rod and lead screw were replaced.